Event description:
The patient reported blood glucose results of "72mg/dl, 98mg/dl, 265mg/dl and 153mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.